Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the circular stapler was inserted to do the gastro-jejunostomy. On the eight firing while closing the enterotomy from the opening of the circular stapler, the staples did not fire properly. They did not form. The device cut but the staples were not formed properly. The area was over sewed and clipped with a clip applier to complete the procedure. No adverse patient consequence was reported. (B)(4)

Manufacturer narrative:
(B)(4) the analysis found that one ec60a device was returned in good visual condition and with a fully fired white cartridge reload loaded on the device. The device was functionally tested in porcine tissue in the straight and articulated positions with test cartridge reloads and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a lobectomy procedure, the device remained closed on the tissue. After firing (no information on how many times the device was fired), the device was stuck closed on the tissues. After having manually unlocked the stapler and removing it, the surgeon noticed that no staples were delivered and that the lung tissues were injured: a manual suture was needed. The stapling was finally performed with another ref of stapler. The patient is currently fine.